Event description:
It was reported that the gastrointestinal videoscope was transported in a bucket that contained a significant amounts of water with no cap in place. This occurred while the scope was being cleaned at the bedside. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent flickering image. Based on the results of the investigation, the most probable cause of the malfunction is due to component failure from fluid invasion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.